Manufacturer narrative:
Evaluation summary: the clinical application specialist provided the following: ¿the biometry sheet shows they calculated with the holladay 2 formula, but they chose olsen in ora. The sheet also shows that for the right eye they wanted to choose a +32.00 lens and their target refraction was a -1.25 outcome, but the +32.00 shows a predicted -1.92 outcome. Additionally the biometry / calculation sheet exhibits different k readings than what they entered into ora, a 1 diopter difference which would yield a difference in the final outcome." The system is designed to be used during ophthalmic surgery. Wavefront data is obtained, analyzed, and presented to the user via a cart mounted liquid crystal display (lcd) touchscreen, within a period that does not impede the surgical procedure. The system is intended for use in the measurement and analysis of the refractive power of the eye (i.e. Sphere, cylinder, and axis measurements). The safety and effectiveness of using the data from the system have not been established for determining treatments involving higher order aberrations of the eye such as coma and spherical aberrations. The operators manual cautions: ¿it will be difficult to obtain accurate, consistent, and reliable measurements if any of the following conditions or situations exists: patients having progressive retinal pathology such as diabetic retinopathy, macular degeneration, or any other pathology that the physician deems would interfere with patient fixation. Patients having corneal pathology such as fuchs¿ corneal dystrophy, epithelial basement membrane dystrophy (ebmd), keratoconus, advanced pterygium impairing the cornea, or any other pathology that the physician deems would interfere with the measurement process. Patient¿s for which the preoperative regimen includes residual viscous substances left on the corneal surface such as lidocaine gel or viscoelastics. Visually significant media opacity, such as prominent floaters or asteroid hyalosis, will limit or prohibit measurement process. Image quality indicator will indicate when this is an issue. Patients¿ having received retro or peribulbar block, or any other treatment that impairs their ability to visualize the fixation light. Utilization of iris hooks during a system image capture will yield inaccurate measurements. Potential complications include: potential errors in measuring refractions may occur when the cylinder, axis, or spherical equivalent are displayed in red on the screen. Significant central corneal irregularities resulting in higher order aberrations might yield inaccurate refractive measurements. Post rk eyes might yield inaccurate refractive measurement.¿ the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: at this time, the serial number was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implantation, the patient presented with "hyperopic surprise" in both eyes. The patient reported blurry vision. Per the surgeon, the system gave the incorrect iol power recommendation. In a follow up, the surgeon reported that the patient does not want to have the iols exchanged, even though this would improve the refractive outcome. There are two medical device reports associated with this event. This report is for the right eye.